Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the pump fell down a set of stairs and the touchscreen is now shattered. There was no impact to customers' blood glucose level.